Event description:
It was reported that the patient has become septic. The physician considered removing the existing device and leads, but instead cut the chronic abandoned competitor lead system for the time being. The patient will continue antibiotic treatment and temporarily postpone the system removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.